Manufacturer narrative:
Reached out to distributor/surgeon multiple times but was unsuccessful in receiving any additional information regarding this case. A failure analysis could not be completed at this time as product was never returned. Device history records were reviewed again to ensure that there are no discrepancies. Root cause is unable to be determined. A potential cause or factor to the loosening of the blocker is cross threading. Cross threading can cause deformation to the blocker possibly causing it not to fully tighten and hold the rod in place properly. If blocker is not fully tightened in place to the prescribed torque it will not function correctly, possibly causing the slippage.

Event description:
Received an email that a patient needed a second revision due to the nuts loosening causing rod slippage. Patient went in for a routine visit and surgeon realized that the nuts on the securis screws failed to hold the rod and the rod slipped. Patient did have a revision surgery (another manufacturer implants) and is believed to possibly need a third revision.